Manufacturer narrative:
Siemens healthineers has completed an investigation of the reported event. Based on the investigation, including savelog analysis, the system was found to be working as specified. The root cause of the reported issue was determined to be a handling error, as the user pressed (accidentally) the stop key on the control box, which interrupted the examination workflow. No general design issue has been identified. Therefore, no remedial action is deemed necessary as there was no device malfunction, and the system performs in accordance with its specifications.

Event description:
It was reported to siemens that an incident occurred while operating the somatom x.cite CT scanner. On (B)(6) 2026, a stroke patient was scheduled for a CT scan; however, the examination could not be performed as the system¿s patient handling system (phs) functionality did not work. As a result, the patient had to be transferred to another CT system in order to complete the scan, leading to a delay of approximately 15 minutes. According to the available information, the patient did not experience any known negative health consequences.